Event description:
After 1 hour of iab therapy the iabp alarmed with high pressure followed by helium leak. The tubing was inspected and noted to have a large quantity of blood in the line. The iab/sheath required bedside operative removal from the femoral artery graft due to clotting.